Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system on-site and confirmed that the system was not booting up. As part of troubleshooting, fse shut down the system completely and restarted all the personal computers (pcs) individually to get them synced. After this repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system was not booting up. The system was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.